Event description:
It was reported that the device print out showed the device longevity was less than one month. It was suspected that a power on rest occurred and the device recovered successfully with the exception of the remaining longevity estimator. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) due to illegal address/stack overflow/underflow, and there was an electrical reset alert. An illegal address por was recorded on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).